Event description:
The pt was undergoing placement of a pipeline embolization device endovascularly for treatment of a internal carotid cavernous fusiform aneurysm (current FDA indication). During implantation, the device failed initial deployment, necessitating aggressive and intensive maneuvering of the device and delivery catheter/wire. Deployment was achieved, however the distal delivery wire fractured. Attempts at endovascular recovery were unsuccessful. The wire was left in place within the lumen of the internal carotid artery as there was no limitation of blood flow or thromboembolic complication. To date, the pt continues to do well without complication. The long term effects are unk. The aneurysm responded to pipeline embolization device treatment as otherwise expected without complication.